Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Continuation of medical devices: unknown atrial lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined rv coil and superior vena cava (svc) coil impedances. No capture and noise were also noted. A lead integrity alert (lia) had triggered. A fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.